Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a skin reaction with rash, redness, inflammation, and a suspected panniculitis extended over the exposure area. The skin reaction spread from the insertion site and the patient removed the patch and the skin suddenly swelled up. The patient consulted a dermatologist and was examined three times. They suspected an infection or panniculitis. However, blood tests eliminated the possibility of infection, and it was diagnosed as most likely panniculitis. The patient was referred to a dermatology clinic on (B)(6). Subsequently, an ultrasound scan was performed, and on (B)(6),the patient visited (B)(6) hospital, no information was provided about the results. Photos of the reported skin reaction were reviewed. There was localized circular lesion with a central area of disruption and a surrounding erythematous region. The center of the lesion appears to contain a small amount of dried exudate or crust formation, which may indicate minor irritation or superficial healing at the site. The surrounding skin demonstrates moderate erythema extending slightly beyond the central area, consistent with a localized inflammatory response. The insertion site had visible pus drainage. There are no signs of necrosis, significant swelling, or tissue breakdown. The reaction appeared limited to the area shown, with no visual evidence suggesting scarring, or systemic involvement. The reaction was treated with a prescription of an oral antibiotic, antihistamines, and loxonin. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.